Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2017. Manufactured september 19, 2016 ¿ september 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed after filling from the elastomeric balloon of a large volume folfusor. The balloon was first filled with 100 ml glucose 50 mg/ml followed by 88 ml of fluorouracil. The leak was discovered after fluorouracil was added. There was no patient involvement. No additional information is available.